Event description:
The customer reported that while the unit was in use on a patient, the unit shut down when the unit was switched to "portable operation" (dc power). The pt was switched to another unit and therapy was continued. No pt injury was reported.